Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7072635.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to lead migration. It was stated that it was verified through x-ray that the leads moved. The patient underwent a lead revision procedure wherein the leads were replaced and were not returned. The patient was doing well postoperatively.